Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced vessel occlusion, embolism and reduced blood flow requiring additional intervention. The target lesion was located in the coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. After the stent was implanted, pressure in the mouth of the vessel was noted which limit the blood flow that resulted in the blockage of the side vessel. The treatment was delayed and increased the risk of the procedure. The procedure was completed with a non-boston scientific balloon and guidewire and further dilatation was performed.

Event description:
It was reported that the patient experienced vessel occlusion, embolism and reduced blood flow requiring additional intervention. The target lesion was located in the coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. After the stent was implanted, pressure in the mouth of the vessel was noted which limit the blood flow that resulted in the blockage of the side vessel. The treatment was delayed and increased the risk of the procedure. The procedure was completed with a non-boston scientific balloon and guidewire and further dilatation was performed. It was further reported that in (B)(6) 2024, the patient underwent stent placement for severe coronary artery stenosis. Initially, the physician attempted to use a guidewire to hook the mesh, but this approach was unsuccessful. The physician then replaced it with a non-boston scientific device to successfully hook the mesh. Further balloon dilation was performed to relieve the restriction and maintain blood flow. Since the promus premier stent had already been implanted and it could not be removed. No further information was provided.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).